Manufacturer narrative:
(B)(4). Concomitant medical products: biomet unknown m2a-38 shell catalog#: unknown, lot#: unknown; biomet unknown m2a-38 head, catalog#: unknown, lot#: unknown. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is received that alters our conclusion or information, a supplemental report will be submitted accordingly.

Event description:
It was reported in a journal article titled, "reduction in early dislocation rate with large-diameter femoral heads in primary total hip arthroplasty" that one patient experienced femoral stem subsidence of 2mm. It was further reported that the component stabilized and osseointegrated without intervention. Attempts to obtain additional information have been made; however, no more is available at this time.